Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k172199 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion. Intra-op, when inserting the product with inserter, the cage broke when the surgeon was hammering it. The broken product was explanted and autologous bone was inserted. No fragments of the broken product remained in the patient.

Manufacturer narrative:
Product analysis: microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. Optical examination identified damage and location of fracture initiation at the inserter interface consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal canal stenosis this is a case in which intervertebral space of l5-s1 was narrow. The product was used in the patient but it was completely removed after it broke. There were no patient complications reported due to this event.